Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Multiple complications were encountered during impella 5.5 support. Roughly ten days into support, it was documented that the purge cassette was leaking at the connection site. The purge cassette was replaced to resolve the issue and support was maintained. Five days later, it was noted that the purge sidearm had a visible crack. Tegarderm was utilized to manage the crack and the leak was stopped. Seventeen days later, it was reported that the patient began coughing up blood from their lungs. Heparin was put on hold as a result of the condition. Four days later, a considerable decrease in purge flow was observed coinciding with high purge pressure alarms followed by purge blocked alarms. A tissue plasminogen activator protocol was initiated in an attempt to manage the condition; however, the decision was ultimately made to replace the pump.

Manufacturer narrative:
The investigation into the purge leak ¿ cassette, the purge leak ¿ pump, the vascular damage - peripheral vessel, and the high purge pressure issues has been completed since the original report was filed. The device was not returned for investigation. Per the provided clinical information, the root cause of the purge cassette leak issue was not determined since product was not returned for investigation. The root cause of the pump- purge leak issue was determined to be a damaged sidearm. In the data log review, it was found that there was a gradual increase in pure pressure suggesting biomaterial buildup. The root cause of the high purge pressure issue was most likely biomaterial. The root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information.